Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on eight (8) patient samples that resulted positive when using the simplexa covid -19 direct assay, but resulted negative upon on a competitor assay (cepheid genexpert). Run analysis of the simplexa assay results showed 7 samples out of 8 samples that were negative for both targets with an ic CT range = 30.9 - 32.3 on 8/6/2021 at 1200. The same samples were repeated on the same assay lot later that day at 1427 and were detected for both s gene (CT range = 26.7 - 28.5) and orf1ab (CT range = 29.2 - 31.6), with an ic CT range = 27.2 - 29.2. It is unknown if the instrument, assay, or samples were contaminated at the time of the repeat test. The customer's device and patient samples were not returned for investigation. Batch record review showed the critical component, reaction mix mol4151, lot# us10487, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 8/10/2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150, lot# us10437 for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on eight (8) patient samples that resulted positive when using the simplexa covid -19 direct assay, but resulted negative upon on a competitor assay (cepheid genexpert). Although the false results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result due to the discrepancy with the competitor assay results. No alleged harm occurred. Patient health information and sample collection method was not provided